Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 500 mg/dl. Customer blood glucose level was 300 mg/dl. The customer stated that reservoir had been popped out of the insulin pump since it was no longer locking in place. Customer did not proceeded with troubleshooting for high blood glucose since high blood glucose was known to be caused by the retainer ring issue. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information related to auto mode has been received and had been provided with this report. (B)(4).

Event description:
Auto mode feature was not active at time of high blood glucose event.